Event description:
Customer's husband stated that they had just returned from a trip to (B)(6) and when he was unpacking his wife's meter, it looked like it had melted. Meter did show signs of melting or burning and damage was to the whole meter. Meter did not show signs of exploding and smoking and is currently not in flames. Meter just looked like it overheated and melted. No adverse event reported. A request was made for the return of the meter, replacement sent.

Event description:
Patient was revised to address poly wear.